Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, arrhythmia alarms, check te pad messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front te and ECG 'a'. The root cause for the open wire was excessive force. No adverse event resulted from the device malfunction.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent check therapy electrode messages, adjust belt messages, arrhythmia alarms, and that the belt had a damaged cable. 9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located.